Manufacturer narrative:
(B)(4). The device was not returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Review of the images show complex construct from the iliac crest to t6. They show dissociation of the domino on the right side at about l3. Quality is poor but the left side of the construct appears ok. Several zoomed images show the same thing. Lateral views again show the dissociation. This is a dysfunction of the domino.

Manufacturer narrative:
Analysis of the returned device shows that visual review confirms rod breakage. Fracture surface damage and smearing noted. Microscopic examination of the fracture surface identified a fairly flat fracture surface with ratchet marks and progressive striations, which are indicative of fatigue. Dimensional inspection rod diameter confirms conformance to print specification. No material damage noted on adjacent surface to crack propagation which could contribute to crack propagation. After visual, optical and dimensional inspection, no evidence was found that would suggest a defect in manufacturing or processing of the implant. The above observations are consistent with cyclic fatigue.

Event description:
It was reported that a patient underwent a deformity procedure at levels t6-s1 where dominos were used with hardware instrumentation. At an unknown date post-op, the rod disconnected from the domino. The patient has a revision surgery scheduled. During the revision, it was confirmed that the rod got detached from domino and the surgeon removed the broken rod and changed the rod on left side, the doctor changed the domino on the right side. Then anterior lobotomy has been done to place one cage with inductos on l3-l4. Pseudoarthrosis was noted at l3-l4. The patient status was not reported.